Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a right subclavian transcatheter aortic valve replacement procedure with a 23 mm sapien 3 ultra resilia valve (s3ur), a flow-limiting dissection occurred following valve deployment. The patient was successfully treated with a covered stent placed in the subclavian artery. The issue arose due to resistance encountered while advancing the valve and commander through the esheath, prompting manipulation of the sheath by advancing it further and rotating it slightly for better support. The s3ur valve was successfully implanted, and the patient was reported to be stable at the end of the procedure. No central leak was observed. The patient was doing well post-procedure. The procedure involved right carotid access with vessel pre-dilation using a 6fr sheath, and the thv and delivery system were prepared and crimped per IFU. There was no difficulty inserting the sheath, and the loader was fully inserted without steep angulation. No device damage was observed. The root cause was attributed to repositioning the sheath for additional support during valve deployment. No devices will be returned as they were discarded at the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Updated: sections a3a: sex of patient, and h6: type of investigation, investigation findings, and investigation conclusions have been updated. Correction: h6: component code. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for resistance between system components with difficulty advancing through sheath was confirmed based on the information provided. Any updates or additional findings will be submitted in accordance with the FDA reporting requirements. No steep insertion angle was used. However, no information was provided of the patient's access vasculature. In this case, the available information suggests that patient factors (access vessel calcification, tortuosity, and/or undersized vessel diameters) during the procedure. In addition, it is possible that there was a need to "[move] the sheath in several positions for extra support to get the valve to deployment position" because of challenging pathways. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.